Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.